Event description:
It was reported that the patient was in a CT scan following fluoroscopy for a myelogram when the implantable neurostimulator (ins) turned on unexpectedly and caused shaking in the patient. The patient was able to turn the device off with the programmer and was fine. The patient reported that she turned the ins off prior to the procedure.

Manufacturer narrative:
Recharger model 37752 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; patient programmer model 37742 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; extension model 37081 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk; extension model 37081 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk lead model 39565 serial # (B)(4) implanted: (B)(6) 2008 explanted: unk.